Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 one claris¿ amplifier 120 channel was received. The reported event was able to be duplicated by evaluation testing. Based on the investigation and information provided to abbott, the reported event was able to be confirmed, and the root cause was attributed to the sbc. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During a supraventricular tachycardia procedure, the workmate claris amplifier had connection problems and the procedure was cancelled.